Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information via a latitude red alert that this right ventricular (rv) lead exhibited low shocking impedances less than 20 ohms. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.